Event description:
Litigation papers allege the patient experienced pain and discomfort in his right hip and metallosis exposure.

Event description:
**Update** (B)(4) 2013- medical device declaration was received stating dor . There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** (B)(4) 2013 - sales rep reported revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/16/2014 medical records were obtained. Medical records indicate upon recision, gray, cloudy fluid, no bony ingrowth on the acetabular cup and a large amount of scar tissue were noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. The complaint was updated on: 06/03/2014.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.